Event description:
Customer reported device malfunctioned in the semi-automatic mode during testing, no patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.